Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer inspected the drawer, noting that the full height inspection had failed, and installed a replacement. An fse inspection of the station noted that several half height drawers were stiff to open. Replacement slide rail bumpers were installed as needed across multiple drawers. The operation was tested in the application and hardware test application, with diagnostics showing no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.